Manufacturer narrative:
Returned device was received with the water tank cover cracked. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was leaking from the top in an area that appears to have cracked. No adverse patient effects were reported.